Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that x-ray "confirmed" a fracture of the right atrial (ra) lead after a ra high impedance reading was found during a regular pacemaker follow-up. The physician commented the cause of the fracture would have been caused by "excessive stress from [the] patient's activity." The lead will be replaced. No patient complications were reported as a result of this event.